Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by volume depletion. A direct correlation between (B)(6) and the reported volume depletion could not be conclusively determined through this investigation. The submitted controller event log file captured data from (B)(6) 2020. Of note, this patient has controller software version 1.5.2, which changes their low flow alarm threshold from 2.5 to 2.0 liters per minute (lpm). A single transient low flow hazard alarm was captured on (B)(6) 2020. In addition, multiple low flow events were captured throughout the file that did not last long enough to trigger a low flow alarm. Pulsatility index (pi) was elevated during the observed low flow events. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. Both documents also describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinician use and the hm3 lvas pocket guide to alarms for patient and caregivers are currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the ¿pump grinding¿ and low flow alarms was volume depletion. The low flow alarms resolved with treatment for volume depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was able to hear the hum of the heartmate 3. The patient stated it seemed louder than usual and could easily hear it in a quiet room, which was a change from baseline. The patient was asymptomatic, had no alarms, and reported that pump parameters were within normal limits. The patient was seen in clinic on (B)(6) 2020. The labs reviewed normal, patient had been therapeutic range for anticoagulation and no alarms were confirmed. The clinic confirmed the pump sounded louder than usual, with every 2 seconds of pulsitility audible. The patient's recent right heart catheter was normal. The patient was in clinic on (B)(6) 2020 due to hearing "pump grinding" without auscultating with a stethoscope on (B)(6) 2020. When auscultating was done there was a definite pump "grind." Log file reviewed, which captured some low flow events on (B)(6) 2020 and (B)(6) 2020 and there were a couple times where the calculated flow was at the 2.0 lpm threshold but was not sustained long enough to trigger the audible alarm. It appeared the low flow events were patient related and not device related. Log file review did not show any type of rotor displacement in the log file.